Event description:
Pulmonary hypertension [pulmonary hypertension], feeling bad [feeling bad], feeling under the weather/sick [feeling unwell], heart problems [heart disorder], lung problems [lung disorder], heart and lung problems irritated [condition aggravated], upset stomach [upset stomach], poured the rinse into the spray bottle [wrong technique in drug usage process], medication used past expiry date [expired drug used]. Case description: this case was reported by a consumer and described the occurrence of pulmonary hypertension in a (B)(6) male patient who received glycerin (biotene mouth spray (savannah)) oromucosal spray (batch number 080601, expiry date 30th june 2010) for product used for unknown indication. Co-suspect products included oral moisturizers (biotene original oral rinse (savannah)) unknown (batch number 262501, expiry date 30th june 2010) for product used for unknown indication. On an unknown date, the patient started biotene mouth spray (savannah) and biotene original oral rinse (savannah) at an unknown dose and frequency. On an unknown date, an unknown time after starting biotene mouth spray (savannah) and biotene original oral rinse (savannah), the patient experienced pulmonary hypertension (serious criteria gsk medically significant), feeling bad, feeling unwell, heart disorder, lung disorder, condition aggravated, upset stomach, wrong technique in drug usage process and expired drug used. Biotene mouth spray (savannah) was continued with no change. Biotene original oral rinse (savannah) was continued with no change. On an unknown date, the outcome of the pulmonary hypertension, feeling bad, feeling unwell, heart disorder, lung disorder, condition aggravated and upset stomach were not recovered/not resolved and the outcome of the wrong technique in drug usage process and expired drug used were unknown. It was unknown if the reporter considered the pulmonary hypertension, feeling bad, feeling unwell, heart disorder, lung disorder, condition aggravated and upset stomach to be related to biotene mouth spray (savannah) and biotene original oral rinse (savannah). Adverse event information was received on 17 december 2015. The consumer reported drug maladministration further described as he poured the rinse into the spray bottle (wrong technique in drug usage process ). The consumer reported condition aggravated further described as he was wondering if the products could cause his heart and lung problems to be irritated.